Event description:
It was reported that a snare was being used during a colonoscopy and the removal of a polyp was attempted. The physician reported that the snare was unable to burn the polyp and no current was reaching the end. It was then reported that the physician was unable to remove the snare and cut the snare shaft. The patient then required surgery for removal of the snare end. The patient is recovering. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device was received in a bag containing one piece. The proximal portion was measured at 218.5 cm (handle to the cut end). The snare end was not returned. The shaft was bent and smashed in multiple places. The ohm resistance was within the specifications for this device and current was conducted through the device. It was concluded that the device was able to cauterize at the time of use. A device history search was performed and revealed no other complaints to date on this lot number. User technique and/or patient anatomy may have contributed to this event, however, the company is unable to determine the relationship between the device and the cause for this event.